Event description:
It was reported that remote follow-up, the patient's right atrial (ra) lead exhibited decreased sensing issue, high capture threshold and oversensing noise resulted in inappropriate automatic mode switch (ams). X-way was performed and no abnormalities were noted. The physician elected to explant and replace the ra lead. Patient was stable before, during, and after. Procedure.